Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length too short may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited pump tubing bunching. During a subsequent surgical procedure, it was determined that the tubing had been initially trimmed too short, causing the pump to ride high within the penoscrotal junction. The pump was replaced with a new tenacio pump to provide adequate tubing length and ensure proper positioning. No patient complications were reported.